Manufacturer narrative:
Neither DHR nor failure analysis could be conducted as the devices are unavailable and no lot numbers were provided. Coil protrusion and aneurysm recurrence are known potential adverse events associated with the use of embolic coils and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale. Review of the available information suggests that the use of coil only embolization, target site characteristics and patient factors may have contributed to the reported events. Unknown part number, device implanted and not able to be returned, UDI unavailable.

Event description:
The literature article "intracranial stenting in the treatment of wide-necked aneurysms" by m. Leonardi, m. Dall'olio, p. Cenni, l. Raffi, l. Simonetti, published interventional neuroradiology 13: 19-30, 2007, states that a patient had recurrence of cerebral aneurysm and coil protrusion after coil alone embolization of the target site with unknown codman coils and was treated with intracranial stent placement approximately 1 month post index procedure. The target site was a left carotid siphon aneurysm that partially revascularized after surgical intervention. Due to intraprocedural issues the non-codman stent was not able to be deployed during the index procedure and coil alone embolization was employed. Approximately one month post index procedure the patient was brought back to the interventional suite to address coil protrusion into the parent vessel and recurrence of the target aneurysm. A single non-codman stent was deployed with satisfactory results and no further events were reported for this patient. The patient was initiated on and maintained on a dual anti-platelet regimen prior to, during and after the procedure. The devices remain implanted thus unavailable for analysis. No catalogue or sterile lot numbers are available at the time of complaint entry.